Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). As the reportable event was recognized when the subject device was received, the date the device was returned to the manufacturer was considered the date the event was recognized by the manufacturer. On the surface of the returned corsair pro, abrasion damage with partially torn polymer was observed from the middle of the tip to approximately 21mm from the distal tip, which could be typically seen when scratched by calcium. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that the distal shaft of the subject corsair pro was scratched hard by the calcium, damaging the shaft and tip polymer by abrasion. Although there was no indication of product deficiency, the polymer was damaged too severely to exclude a possibility that tip fragment(s) might be left in the anatomy. Instructions for use states that: [warning] do not use this microcatheter in advanced calcified lesions; and, [malfunction] separation.

Event description:
It was reported that during a pci to treat a heavily calcified cto in the lad#6, the subject corsair pro microcatheter was used but failed to cross the lesion. When the subject microcatheter was withdrawn, the tip was found damaged. A new corsair pro was used to continue the procedure. Revascularization by stent deployment was performed on the lesion and the procedure was completed. There were no adverse patient effects.